Event description:
It was reported on (B)(6) 2026, that the patient presented with grade 5 mixed tricuspid regurgitation (tr) and prolapsed anterior leaflet for a triclip procedure. During the procedure, a triclip was successfully implanted. During deployment sequence of triclip, the clip got entangled with chordae. Troubleshooting was performed and was unsuccessful. As a result, the clip was deployed in its existing position on leaflets and chordae. The tr was reduced to grade 2 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in chordae was due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.